Manufacturer narrative:
(B)(4). The customer had an alleged high blood glucose on (B)(6) 2021. On (B)(4) the customer retuned pump for the clear retainer ring, change sensor alert and calibration not accepted alert. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The pump communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly, change sensor alert or calibration not accepted alert noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. The pump passed the functional testing. Unable to confirm alleged high blood glucose . The pump has a clear retainer ring - confirmed. Change sensor alert was not confirmed. Calibration not accepted alert was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. It was reported that the customer had symptoms such as other dry mouth. The customer declined troubleshooting. No harm requiring medical intervention was reported. The customer discontinued the use of device.